Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case assembly due to an unresponsive 'system on' key. A review of the device history record for sn (B)(4) was performed from 11/19/2018 to 09/10/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad.

Event description:
The customer reported failed preventive maintenance. There was no reported patient involvement.